Event description:
It was reported the doctor said the blade dulls down; cut and coag die throughout the case and the generator gets bogged down. The doctor switched to a bovie. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in poor condition with minor surface imperfections. The bottom nylon screw was broken and the front panel overlay was scratched. The unit delivered rf energy correctly into fixed resistors. The e3 errors could not be replicated. The f8 faults may have been due to an unusually noisy environment since the hardware operates correctly. The unit was repaired. Applicable software and hardware upgrades were performed. It passed final testing and was recertified for use.